Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following sections were updated: e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, an image was not displayed because video communication could not be transmitted to the processor due to the damage in the cable. It is likely that the damage in the cable was caused by twisting. This issue is addressed in the instructions for use (IFU): "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device serviced by a third party?: unknown. The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event due to a faulty cable unit and the cable is severely kinked. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to the olympus territory manager, the camera head had a white vertical line going down the screen during a procedure. No patient harm or injury was reported. Additional information was provided by the olympus territory manager: it is unknown if the device was inspected prior to the procedure, it is unknown if there was a procedural delay and it is unknown if the device was successfully completed using the same subject device or a similar device.